Event description:
It was reported that a patient lead integrity alert was triggered due to high impedance on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Lead:insul:breach (extrinsic):outer insul:cut lead:insul:cosmetic (in-vivo):outer insul:depression lead:insul:cosmetic (in-vivo):outer insul:white substance lead:distal end/electrodes:electrode covered:lv1/distal:blood lead:conductor:fractured (in-vivo):distal:flexed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The proximal lead in segments was returned, analyzed, and analysis found the distal conductor was fractured. It was also noted that the outer insulation was breach cut, the outer insulation had a cosmetic depression and a white substance, and the distal conductor was covered in blood. Product performance data was collected and analyzed. Impedance was noted to have rises from the baseline of approximately 500 ohms to over 100 ohms several times between may and (B)(6) 2012. It was also noted that a lead integrity alert was triggered as a lead failure predictor alert was registered on (B)(6) 2012. (B)(4).